Event description:
An overinfusion of nitro. Glycerine occurred. Rate was set to deliver at a rate of 6ml/hr. Pump alarmed for empty bag 1 1/2 hrs after the infusion had been started. There was no resultant pt complication.